Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was leaking water and showing an unknown error code during procedure. Based on the current level of information, it cannot be excluded that the error code was related to a pump malfunction on the patient side. There was no report of patient/user injury.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the an error code associated to a patient pump malfunction was displayed. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. He found out that the patient pump 2 was blocked. He replaced the pump and the issue was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The reported issue was due to the environment in which the pump operates, which leads to bearing corrosion. Causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase.

Event description:
See initial report